Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor reading discrepancies. The customer stated that in one instance sensor glucose was 210 while blood glucose was 86 mg/dl. The customer indicated that the and the insulin pump suspended because the sensor had been reading low below 70, but blood glucose value was 110 mg/dl. The customer was advised about insertion and calibration best practices. The sensor will not be returned for analysis.